Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had high blood glucose of 399 mg/dl due to the insulin pump. Troubleshooting found that the drive support cap was normal and it appears that the pump is functioning as designed. However, the customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor and unable to perform basic occlusion, occlusion and excessive no delivery test due to prime fill anomaly. However, the insulin pump passed a21 test, self test and all operating currents were normal. The insulin pump had minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.